Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and learned that the employee had attempted to open the door and condensation came out from around the seal resulting in the reported event. Additionally, the technician found that the air manifold was not operating properly subsequently causing the v37 valve to not open to retract the seal. The evolution sterilizer operator manual states (1-2), "warning - burn hazard: allow sterilizer and accessories to cool to room temperature before performing any cleaning or maintenance procedures." The technician replaced the v37 valve, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn to their foot while running a dart cycle with their evolution sterilizer. Medical treatment was sought but not administered.